Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 28-jul-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a sealed pouch. During a visual inspection, the device was inspected under magnification. The lens was received coated in viscoelastic residue. The lens was cleaned, and no issues were identified that could cause or contribute to the complaint issue reported. No further evaluation was performed. The complaint issue reported could not be confirmed during product evaluation. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, the patient experienced no near vision, thus the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson iol, panoptix pro. There was no incision enlargement, no patient injury, no suture(s), and no vitrectomy during the lens exchange procedure. Visual acuity pre-operative was reported as 20/25 j10 and post-operative 20/20 j10. Patient prognosis post lens exchange was reported as well. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: male section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: american. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.